Event description:
A posterior cervical spinal procedure was being performed with the use of a triad skull clamp (a1108). The patients position did not change when the skull clamp slipped and caused a laceration on the patient. The event was not noted until the end of the case. Sutures were required to close the laceration. The patient recovered. Integra adult, disposable skull pins were used during the procedure. A stereotactic device was not used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.